Manufacturer narrative:
During testing at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The customer reported broken and cap was confirmed. The probable cause was use in the customer environment. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of bottom cap broken. No additional info was provided. There was no indication of a reportable malfunction. However, during verification testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.